Event description:
Same case as: 2134265-2013-09053, 2134265-2013-09055. 2134265-2013-09056, 2134265-2013-09061. It was reported that post a stenting procedure, the patient experienced pain. In (B)(6) 2008 the patient had 5 stents placed proximally from the vena cava down distally following access from the left superficial femoral artery and predilation with 8mm and 10mm balloons. Two 16x60mm wallstents and three 14x40mm wallstents were placed. Each stent was post-dilated. The most distal stent is located 5-10mm above the profunda inflow. End result showed good flow and no remaining stenosis. However the patient returned approximately 12 months later with thigh pain. Angiography reveals patent stents with no issue. However the patient continues to experience medial and proximal thigh pain while in a sitting position. No intervention has been performed to treat the pain with the physician continuing with observation of the patient.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).